Event description:
During performance of the uterine balloon ablation, the device experienced an overheating error. Prior to the error message, the device's motor instead of making the usual whirring-click sound slowed to a click pause click sound.